Manufacturer narrative:
Thirty-two mz5303 samples were received for investigation; one sample was received in opened packaging from lot 24019088, one sample was received in opened packaging from lot 23129144, and thirty samples were received in sealed packaging from lot 24019088. The customer reported " liquid leakage confirmed from maxzero connector and tube connection" and "it seems to be connected at a slight angle". A visual inspection of the sample from lot 24019088 confirmed the customer's experience with the maxzero identified to be connected to the female luer at a slight angle. Pressure testing of the sample did not replicate any fluid leakage from the affected joint, nor from any other part of the infusion set; however blood was visible in the thread of the male luer of the maxzero. A visual inspection of the sample received in opened packaging from lot 23129144, as well as a selection of the samples received in sealed packaging did not identify any product defects or manufacturing issues which could have caused or contributed to the customer's experience. Furthermore, pressure testing of the samples did not identify any leakage from any of the sets throughout testing. The details of this feedback were forwarded to the manufacturing site for investigation. They confirmed that the root cause for the observed leakage was likely due to the maxzero being incorrectly assembled onto the extension set; this is a manually assembled joint and is likely to have occurred due to human error. A review of the production records for lot 24019088 and 23129144 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The quality team at the manufacturing site has been informed of this report and will continue to monitor the incoming feedback and remain vigilant to issues of this nature during future production. A review of the customer feedback database indicates that this is an isolated feedback with no further reports of this nature against the mz5303 product in the past 12 months.

Event description:
No additional information.

Event description:
It was reported that bd maxzero multi-fuse pressure rated extension set with needleless connector was leaking. The following information was received by the initial reporter with the following verbatim: this is a complaint about liquid leakage during use. According to the customer report liquid leakage confirmed from maxzero connector and tube connection (adhesive part). When they checked the actual product, it seems to be connected at a slight angle. There are also reports of multiple occurrences. Recovered the stock in the hospital wards.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed